Manufacturer narrative:
RMA 859583287-l has been initiated for this issue. Model mvp jrs serial number/date code (B)(4) is approximately 4 year 10 months of age. The user manual was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The frame allegedly broke at the weld. Specific part of frame not mentioned. No injury alleged.